Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 3006705815-2022-18814. It was reported that the patient's therapy had stopped and complained of an occasional cramps in their back. It was noted that the patient often times has to "lift their adult sister up off the floor." Reprogramming was performed, but it was noted that one of the patient's leads had fractured. As a result, the patient underwent surgical intervention during which the lead was explanted and replaced with no complications. It is unknown which lead was explanted and replaced so both are being reported.